Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was communicated properly with minilink transmitter sensor and glucose sensor simulator. Low alert feature functioned properly and no unexpected calibration error alarm noted. The insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly. The customer's blood glucose was 376 mg/dl. She stated that the esc, act and up and down arrow keys were unresponsive. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. He also noted that the insulin pump had alarmed calibration errors and that the sensor had inaccurate readings that showed low blood glucose when he had high blood glucose. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.